Event description:
During the initial implant procedure, the stylet would not fully advance down the right ventricular (rv) lead, which caused the lead to buckle and made maneuvering and placement difficult. While maneuvering the lead, the patient entered asystole. Lead placement was attempted again in order to provide pacing, however, the lead was unable to be successfully maneuvered into the right ventricle. External pacing was provided to stabilize the patient, the rv lead was explanted, and a replacement rv lead was successfully implanted. No malfunction was alleged against the rv lead or stylet as user error was the suspected cause of the difficulty while inserting the stylet and maneuvering the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to advance stylet and unable to implant. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. Stylet insertion test found obstruction/restriction at the distal region of the lead and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported event of failure to advance stylet was due to the inner coil clogged with blood/body fluids.